Event description:
On (B)(6) 2013 product monitoring received confirmation of a customer reported extravasation with a mallinckrodt injector. A (B)(6) male pt weighing (B)(6) with a preexisting history of cancer received 90ml of optiject 350 (ioversol) IV for a thorax, abdomen and pelvis CT scan on (B)(6) 2013. After optiject administration, the pt experienced an infiltration of 22cm by 6cm. He had no pain or discomfort, and ice was applied for 2 hours. There is no additional pt info other than the final outcome was recovered. The reported evaluated the case as non-serious with mild intensity.

Manufacturer narrative:
The customer reported an extravasation occurred during an injection in (B)(6) 2013. The customer did not desire to have the injector evaluated at this time.